Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded and had inconsistent speed. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: poland.

Event description:
It was reported that during maintenance the device needed to be repaired due to a corroded motor. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction